Event description:
Paramedics responded to a person in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed as in ventricular fibrillation. A countershock was delivered and the pt's rhythm converted to asystole. CPR and drugs were administered and the pt's rhythm converted to an organized rhythm. According to the reporter, some time later, the monitor screen stopped displaying the pt's ECG. The pt was transported to the hospital and outcome is unknown.